Event description:
Pt being treated for scoliosis with posterior lumbar fusion returned to surgeon on an unknown date. Clinical exam revealed two (2) matrix locking caps had come loose on the distal left and right at l1, and the rod at left l1 had migrated out of the screws. Pt was returned to operating room on (B)(6) 2012 for revision. The surgeon removed two (2) locking caps, two (2) screws, and one transconnector. Surgeon then repositioned the existing rod into the two (2) new screws, tightened with two (2) new locking caps, and affixed a new transconnector. The procedure was completed with no complications. This is 4 of 6 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. All returned parts appear undamaged and in good working order. All mating components function properly and can be tightened as intended. The complaint is indeterminate as the clinical arrangement and assembly of the individual devices is unknown. The design is appropriate for the intended use.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. Visual inspections noted some sign of use. Slight dents or discolorations caused during the insertion/extraction of the parts or while they were implanted are visible. A complete re-inspection was performed and no deviation from the specification was found. Dimensions that could be measured were found to meet specifications. No manufacturing related fault could be detected.